Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking. The customer¿s blood glucose level was 136 mg/dl. Troubleshooting was performed. The customer stated that the location of the leak was inside the reservoir compartment. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 7 open/used reservoirs. Plungers were returned dislodge from reservoirs. Reconnected plungers and performed pre-fill test to reservoirs. Found no leakage anomaly during filling. Also checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connector into paradigm pump. Conclusion: reservoirs not leaks.